Event description:
It was reported that the ventricular lead exhibited high thresholds. During the explant procedure the physician noted that a wire was exposed at the distal tip. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded and exposed the ring cable.